Manufacturer narrative:
The user reported receiving glucose suspend alert on 27 jan 2026. The sensor was returned for further investigation. In house testing of the returned sensor showed no malfunction. A review of the dms data revealed depressed signals in all four channels. On jan 27, 2026, all channels fell below the threshold values, triggering the glucose suspend alerts. This failure mode could not be reproduced during the returned product analysis testing and may occur instances where the conditions that present itself in the body are not reproduced in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.